Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, after which the malfunction did not recur, and the customer was advised to continue using the pump.